Event description:
It was reported that the patient had a worsening of their interstitial cystitis. The etiology of the issue was noted as a worsening/ exacerbation of a preexisting condition. A cystoscopy was performed on (B)(6) 2012. In addition, on (B)(6) 2012, hydrodistension and transureteral cauterization of trigone (tuct) were performed. Additional patient symptoms of red bladder and ¿hypervascular¿ per cystoscopy (per cystoscopy) were reported. The patient outcome was reported, noted on dates of (B)(6) 2012, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v573248, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.(B)(4).